Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The no delivery alarm functioning properly. Insulin pump received with minor scratched lcd window.

Event description:
The customer reported via phone call that she had a high blood glucose level of 460 mg/dl. Her blood glucose level did not drop after a bolus. The customer was feeling thirsty. The customer treated her blood glucose level with insulin pens. The high pressure test failed twice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.